Event description:
The customer reported being treated by his doctor due to high blood glucose. The blood glucose reading was 249mg/dl. The customer stated that the events leading to his admission was weight lost and high glucose. Troubleshooting was performed. Reviewed the alarm history and found several different alarms. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.